Event description:
It was reported that the customer was hospitalized for dka. The customer was drinking alcohol the night before the event. It was indicated that the cause of the event was not determined by the md. In addition, the programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. It was noted that the customer will call back to perform the occlusion test when the clamp is received.